Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the nephrology dept during insertion. "At the moment that the dilator contacts to the skin, it breaks. It breaks in two pieces." The user stated that the dilator was not introducted into the pt. The user alleged that this issue has occurred more than one time; no further details on exact number. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.